Event description:
The pt called in response to the recall notice. No physiological effects were reported. His insulin infusion device was replaced and requested to be returned for eval. Eval of the device determined that both the up and down buttons were defective.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The up and down buttons do not operate.